Event description:
Alaris pump over-infusion. Patient receiving penicillin g potassium 20 million units in naxl 0.9% 1,000 milliliter (ml) infusion over 24 hrs at a rate of 41.7 ml/hour (hr). Infusion started by nursing at 1530 at ordered rate of 41.7 ml/hr. When the drip was evaluated by night shift registered nurse (rn) at midnight, the volume in the bag was significantly less than the expected volume that should be remaining. There were 300 ml remaining in the bag at midnight. The pump recorded a volume of 230 ml had been infused by 0003, but the actual volume that had been infused was around 700 ml. The infusion was stopped, pharmacy and infectious disease were contacted and the dose rate was changed to 13 ml/hr to compensate for the over-infusion. There was no harm to this patient. Patient with recently diagnosed neurosyphilis with an elevated rpr on treatment of 2 weeks of IV penicillin 24 mu continuous infusion.